Event description:
The manufacturer received information alleging a ventilator was reading high pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board need replaced to address the issue.

Manufacturer narrative:
It was initially reported, the ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board need replaced to address the issue. The system board and machine flow sensor were replaced and the bellow seal was reseated to address the issue.